Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
A zoll medical approved service provider evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and full functionality stress testing without duplicating the report. The analog board shields were replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.